Manufacturer narrative:
The surgeon reported a patient underwent a vitrectomy procedure with c3f8 gas injection. The surgeon and assistant present at the event claim that the dilution was performed correctly, as usual. The patient presented post-operatively with an intraocular pressure of 40, a shallow anterior chamber (grade 3), and ocular pain of high intensity associated with low vision. Before surgery the patient was hand motion (hm) and after surgery was light perception (lp). The surgeon noted this was due to the expansion of the intraocular gas and disproportionate to the expected way. The surgeon spoke to the anesthesiologist and checked the anesthetic record surgery. No nitrous oxide was used. The patient is being followed and will need a new vitrectomy procedure due to a complete retinal detachment. Additional information was requested; including the question of what was the ratio of gas to air injected into the patients eye. No further information has been received. The c3f8 ophthalmic gas directions for use (dfu) include cautions regarding operative complications and postoperative complications that may potentially occur. The precautions note caution should be used in eyes with angle recession, pigment dispersion syndrome, significant anterior synechiae, traumatized eyes and eyes with significant vitreous hemorrhage obscuring an adequate view of the peripheral retina. The patient must receive a patient warning card and bracelet to advise any health care provider about possible loss of vision or blindness if nitrous oxide (n20) anesthesia is administered with a gas bubble present in the eye. The patient is cautioned not to travel by plane, through high elevations or over mountain ranges until the gas bubble has dissipated. Changes in elevation may cause iop to increase, which may cause loss of vision or blindness. The patient must maintain proper head positioning following eye surgery. Incorrect head positioning may cause the surgery to be unsuccessful, or may cause glaucoma, and/or may cause cataracts. There is no evidence contained within the reported information at this time that indicates that the design or performance of the c3f8 perfluoropropane ophthalmic gas contributed to the event reported. The product lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Root cause the root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that following a vitrectomy procedure the patient has experienced, high intraocular pressure of 40mmhg, ocular pain of high intensity, a shallow anterior chamber grade three, and a decrease in visual acuity secondary to the unexpected way the intraocular gas expanded. It was noted the surgeon stated that the dilution of the gas was performed correctly. This patient will require a second procedure as she has a complete retinal detachment. Additional information has been requested, but none has been received to date.